Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one round of anti-tachycardia pacing (atp) and five shocks for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) was contacted and after reviewing the data noted there is no atrial lead; therefore, it was not possible to confirm if it was svt. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one round of anti-tachycardia pacing (atp) and five shocks for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) was contacted and after reviewing the data noted there is no atrial lead; therefore, it was not possible to confirm if it was svt. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.